Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing lead impedance measurements. A fracture proximal to the suture sleeve was confirmed via x-ray. Subsequently a revision procedure was performed where the lv lead was explanted and was successfully replaced. No additional adverse patient effects were reported.